Event description:
Country of complaint: (B)(6). During an operation, it was found that the patient mouth was burned and was discolored. The used burr was a competitor's. The drill size is 60mm aesculap original one is 70 mm thus the customer is admitting that this issue is caused by the improper handling.

Manufacturer narrative:
Evaluation: the product was received with adaptor ga187r and the flexible cable ga186. However, those two products were not involved with the described malfunction during usage. The investigation of the handpiece gd455m showed that the ball bearing indicate hints for abrasion. A tool can be connected correctly. Functional inspection did not show any warming outside the product specifications (under testing circumstances without the tool in use when the issue occurred). Other deviances could not be found during investigation. The complaint description indicates that there was a foreign (not aesculap) tool in use when the heating occurred. The used tool had a length of 60mm. According to the instructions for use (IFU ta012581 10/08 and. -nr. 31724), the required tool to use with this handpiece has a length of 70mm. Summarizing these points, it is very likely that the failure occurred in a combined circumstance of abrasion on ball bearing (which is causing more resistance during usage and more warming), probably higher (lateral) forces and an unsuitable tool with incorrect length.